Event description:
Caller reported a malfunction on the pump but did not indicate any notable events occurring prior to the issue. It is unknown whether the malfunction affected the customer¿s blood glucose level as the caller declined to answer. Technical support assisted the caller in resetting the pump, and the malfunction did not recur. The customer was advised to continue using the pump and to report back if the issue reappears.